Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was a diabetic coma. The caller stated that the customer had a food infection, kidney issues, heart issues, and blockages treated with a stent that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller stated the customer was having issues with the pump and received the field corrective action notice, and they believe the pump caused the customer's passing. The device will not return fort he analysis.